Manufacturer narrative:
The apollo catheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related mdrs for this event: 2029214-2019-00044 2029214-2019-00045. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician felt resistance while injecting onyx 18 into the microcatheter and noticed that the onyx was coming out of the apollo microcatheter approximately 15 cm from the distal tip of the microcatheter where it had burst. Prior to the event, the physician had successfully injected .9ml of onyx 34 through the same apollo microcatheter, but then he switched to the onyx 18 and the event occurred. The physician was able to remove the apollo microcatheter that had burst (but remained intact). There was some onyx that remained in the vessel; however, the physician was able to get that onyx to go distally to where the onyx cast had been created. Another apollo was opened, and the case was completed without further issues. The patient was reported to be doing fine. The patient was undergoing embolization treatment of an arteriovenous malformation (avm) in the left internal carotid artery (ica). Access was by the femoral artery and the patient¿s vasculature was moderate in tortuosity.

Manufacturer narrative:
Correction on related mdrs for this event: 2029214-2019-00106 2029214-2019-00107. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis within an opened apollo inner pouch. Three 1ml syringes were also returned. The apollo micro catheter was decontaminated. The apollo micro catheter was measured was within specification. Onyx residue was found within the apollo micro catheter hub. The 1.5cm detachable tip was found to be intact. The apollo distal tip appears to be bent. Onyx residue was found occluding the apollo distal tip lumen. The entire surface of the apollo catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured near the distal tip. The rupture appears to have occurred, as a result of over-pressurization. The apollo micro catheter was pressurized with water and found non-patent. It is likely the apollo micro catheter is occluded with onyx. The returned syringes were examined. No damages or irregularities were found with the returned syringes. One 1ml onyx syringe was returned with ~0.3ml of what is likely liquid onyx in the barrel. One 1ml onyx syringe was returned with ~0.83ml of what is likely liquid onyx in the barrel. One 1ml dmso syringe was returned with ~0.55ml of what is likely liquid dmso in the barrel. The remaining onyx and dmso will not be returned as they were consumed in the event. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with onyx¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. It is recommended that the onyx be injected at a slow, steady rate of 0.16 ml/min (0.25 ml/90 sec). It was reported the injection rate of onyx was .1ml/min and the physician pause during injection for one minute. Information regarding use of palm of hand pressure or if there was increased resistance during onyx injection was not reported; therefore, any contributing factors could not be assessed. Per the device¿s instructions for use: infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. Avoid pauses of greater than 2 minutes between injections. Prolonged pauses between onyx¿ les injections may result in occlusion of the apollo¿ onyx¿ delivery micro catheter which may lead to leakage from the detachment zone. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.